Event description:
It was observed that during the device evaluation, the camera head exhibited flooding of the switch packing. There was no patient involvement.

Manufacturer narrative:
E3: non-health care professional; e2: no based on the results of the investigation, it is likely that the following led to the malfunction: watertight failure occurred due to packing deterioration. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.